Event description:
It was reported that the patient hit their head on the side of the ambulance door when the cot tipped over. Further information was not provided.

Manufacturer narrative:
Further information regarding this event could not be obtained. Device was not available for evaluation.

Event description:
It was reported that the patient hit their head on the side of the ambulance door when the cot tipped over. Further information was not provided.